Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having an MRI for sudden headaches. The patient was not sure when this started occurring, but it was "for some time." The patient stated that they did not know if it was related to the device or therapy because the patient used the pain stimulator for neck pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.